Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for scheduled follow up. Upon examination, the right ventricular lead was found exhibiting noise, loss of capture, and sensing decreased from 10 mv to 0.8 mv. The measurements were indicative of a cardiac perforation and the perforation was confirmed on (B)(6) 2020 via x-ray imaging. On (B)(6) 2020, the lead was repositioned successfully. The patient was reported to be in stable condition following the procedure.